Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the prime process. It was also stated that the device was stuck in a rewind loop. The blood glucose reading was 141mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched screen, cracked display window corners, cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip.